Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that it was confirmed the flange was torn at the eyelet. It was also noticed that the other eyelet had signs of tearing at the eyelet. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. A damaged eyelet can result in decannulation of the tracheostomy tube. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that shortly after use/application of the cannula, the eyelet broke. The issue occurred immediately upon use, at the patient¿s home. The cannula was changed by a nurse. There was patient involvement and no patient harm.